Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported by rep: "patient solicited revision surgery due to pain associated with right total hip arthroplasty. Operative findings included [suspected] prominent hardware (screws). Trunnion burnishing and corrosion apparent about the neck. Blackened areas along the neck and inside the head." The head, liner, and 2 screws were revised to a new head and liner. Rep provided an x-ray and revision usage sheet. Spoke to rep, who confirmed that there are no allegations against the revised liner, and that no further information will be released.